Event description:
A malfunction in the tandem pump was reported by the caller, identified as malfunction code 199, indicating a pump issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully performed the reset with no recurrence of the malfunction. The customer was able to continue using the pump and was advised to call back if any future issues occurred.